Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter displayed an error 5 message. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that the meter issue occurred ¿four days¿ prior to contacting lifescan. The patient manages her diabetes with oral medication, diet and exercise and it is unknown if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that after the alleged issue occurred she developed symptoms of ¿swollen and very painful feet¿ and that on (B)(6) 2015 she visited her doctor¿s office where she was treated with ¿ice and (B)(6)¿. During troubleshooting the cca noted that it was unknown if the customer followed the correct testing process or if the test strip completely drew in the blood sample. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for an acute exacerbation of either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.